Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during preparation for glenoid baseplate placement, a steinman pin fractured, leaving the threaded tip within the glenoid bone. While the surgeon was reversing the pin out of the glenoid to proceed with baseplate insertion, the pin separated at the start of the threads and the threaded tip remained in bone. The fragment was not retrieved and was left in place. Attempts have been made, and no further information has been provided.